Event description:
Customer send the device in for repair/service with the complaint, ¿hand piece getting hot at the distal end when run continuously.¿ this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing date for this device is unavailable. Device came in for service and was repaired by technician. No further information is available.